Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned in one piece. An insulation abrasion breaching the outer insulation exposing the outer coil at 10.1 cm to 10.2 cm from the connector pin. Abrasion are consistent with constant friction with another implantable device, which most likely contributed to the complaint from the field.

Event description:
It was reported that the patient presented for device change out. The atrial lead exhibited noise and low impedance. On (B)(6) 2016 the lead was cut, capped and replaced. The patient was fine post procedure.